Event description:
A customer reported to baxter (B)(4) of a non-dehp fluid path intraviacontainer 500ml in which it seems like there are tiny flecks as if they are part of the bag. When solution is added, these show up worst and flecks start floating all around in the bag. This condition was discovered during usage. There was no report of patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.